Manufacturer narrative:
As reported by legal brief, in 2013, patient sought treatment for knee pain. On (B)(6) 2013, at the recommendation of the orthopedic surgeon, she underwent a bilateral knee replacement surgery on both her left and right knees with an optetrak knee replacement system. This a complaint for the right knee. On (B)(6) 2022, the patient received a letter informing the patient of the exactech knee replacement devices recall and to schedule an appointment with her orthopedic surgeon who performed her surgery, the patient complied with the notice letter. After patient¿s knee surgery in 2013 surgery she had ongoing pain in her knees, especially her left knee and was found to have calcification greater in the left knee than the right knee. The patient¿s bilateral knee pain has continued, patient is currently under the care of her orthopedic surgeon and pain management doctor. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain cannot be conclusively determined, however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Event description:
As reported by legal brief, in 2013, patient sought treatment for knee pain. On (B)(6) 2013, at the recommendation of the orthopedic surgeon, she underwent a bilateral knee replacement surgery on both her left and right knees with an optetrak knee replacement system. This a complaint for the right knee. On (B)(6) 2022, the patient received a letter informing the patient of the exactech knee replacement devices recall and to schedule an appointment with her orthopedic surgeon who performed her surgery, the patient complied with the notice letter. After patient¿s knee surgery in 2013 surgery she had ongoing pain in her knees, especially her left knee and was found to have calcification greater in the left knee than the right knee. The patient¿s bilateral knee pain has continued, patient is currently under the care of her orthopedic surgeon and pain management doctor. No additional information.